Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had fibrin and clogged the needle of the analyzer. The following information was provided by the initial reporter: istage: when opening the packaging. Defect: all samples on the vacuum blood collection machine are blocked with needles. Actually, it was the blockage of the detection equipment needle caused by fibrin.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Evaluation of the photograph indicated a pipet filled with serum and one reddish shadow is noted inside it. It is difficult to determine from the photograph if the reddish shadow in the pipet is fibrin. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had fibrin and clogged the needle of the analyzer. The following information was provided by the initial reporter: istage: when opening the packaging defect: all samples on the vacuum blood collection machine are blocked with needles actually, it was the blockage of the detection equipment needle caused by fibrin.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.